Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 89 mg/dl. Customer reported that they were able to clear the alarm and able to rewind. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that insulin pump gave a low alert and vibrating with red light flashing. Customer stated insulin pump had frozen display. Customer reported that the time clock does not advance. Customer reported that the screen was not completely blank and alarm occurred during the time that the buttons were not responding. Customer stated insulin pump buttons was not begin to work in less than 5 minutes without battery change. Customer was able to clear the power loss alarm. Customer press all the buttons but no response on the insulin pump. Customer stated they removed the battery then try a new battery but same nothing changing on the screen. The insulin pump will not be returned for analysis.